Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown morphine via an implantable pump implanted for non-malignant pain. It was reported that the manufacturer representative (rep) stated that the patient missed their refill in september and didn't end up getting refilled until (B)(6) 2024, but pump was critically alarming for empty reservoir. The rep stated patient's pump has been alarming ever since (B)(6), even after they got filled. The manufacturer's technical services specialist (tss) explained known issue of low/empty reservoir not silencing at update and walked the rep through silencing the active alarm. Tss confirmed no new events had occurred in logs prior to silencing alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.